Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion set had a bent cannula at the insertion site, which resulted in an insulin leak and high blood glucose levels.